Manufacturer narrative:
The surroundings of the e411 analyzer were checked for potential electromagnetic interference to the device and no issues were found. A specific root cause could not be determined based on the provided information. Possible root causes may be sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable high test results for four patient samples using the elecsys troponin t stat assay (tnt-hs) on the cobas e 411 immunoassay analyzer. All initial results were released outside of the laboratory, and were repeated per hospital protocol. All results are in units of pg/ml. Refer to the attachment of this medwatch for all patient data. There was no allegation that an adverse event occurred. The tnt-hs reagent lot number is 24518001; the expiration date was not provided. Quality controls were acceptable. An assay performance check from (B)(6) 2017 was acceptable. A review of the alarm log information showed a "sample volume insufficient" alarm at the time of the results. Investigation activities are ongoing.